Event description:
New information received indicate the patient presented in clinic (B)(6), 2021. The patient could not hear their notifier. There was a clinician concern about the battery trend being blank since the last interrogation in (B)(6) 2021 when the device experienced difficulty being interrogated due to telemetry issues. The cause of the gap was unclear and it was unknown if it was related to the previous telemetry issue. A review of session records noted daily battery measurements were being recorded after the gap. Clinician notes indicate the patient was feeling well.

Manufacturer narrative:
A software investigation was performed. No device problem was found though the event noting battery measurements being postponed was confirmed. The device was being monitored often per the event due to the patient's requirement for radiation therapy. If this indeed was the case, regular opening of the channel by remote care would be expected to trigger the device to continuously post pone battery measurements. The device software shall save the most recent daily auto unloaded battery voltage measurement as postponed. The cause of the reported incident could not be determined based on the information provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08822. It was reported that the patient presented for a follow up in clinic. It was noted that pacemaker interrogation took long with different programmers and testing and diagnostics could not be completed. Flipping a wand on a programmer upside down appeared to work and interrogation was able to be completed on the pacemaker. It was noted upon interrogation that the pacing lead impedance on the right ventricular lead was low. No changes were made. The patient was stable and being monitored.